Event description:
New information received indicated the patient presented in clinic where programming changes were completed. The patient had no symptoms and was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was oversensing lead noise. The patient had not been seen in clinic and was unable to be contacted. No intervention was completed. No patient condition or symptoms were known.